Event description:
The act diff analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results on a known cold agglutinins patient. The initial hgb result was 9.7g/dl, and plt result was 627x10 to the power of 3cells/l. The results were reported out of the lab and questioned. The specimen was re-tested and recovered higher results for hgb and plt. Based on available information, patient treatment was not affected in connection to this event.

Manufacturer narrative:
The sample was collected in an edta vacutainer tube. Qc was run before and after this event and results were within acceptable limits. The instrument is currently within qc specifications with respect to accuracy and precision. Service was not dispatched fort his event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.